Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-4318 lot #: 20575857 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a lot of thoracic pain and it has been persistent since the initial surgery. It was unknown what caused the pain. The patient underwent an explant procedure. No device malfunction was suspected.